Event description:
A file seperated in the canal during a procedure, another doctor, ny whom the pt was referred to the initial reporter. Had earlier seprated a file in the same tooth. The pt is scheduled for follow-up treatment, though outcome of the event is not known as of this rpeort.